Manufacturer narrative:
The product was not returned for evaluation. Since an evaluation was not performed, no causal factors can be determined, and no conclusion can be drawn. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). Complaint type identified within risk analysis and performing within anticipated rate. No CAPA is required, since there is no non-conformance. Trending will be performed to monitor this issue.

Manufacturer narrative:
The product has been requested for evaluation however it has not yet been received. The investigation is ongoing.

Event description:
The facility reported that during a thermage treatment to the forehead of the face the treatment tip malfunctioned during 150-200 reps. The return pad and return pad cable were checked and no anomalies were noted. After switching to a new tip everything was all right. A message then appeared that the coolant system is not ready but after that it functioned properly. During the treatment a message appeared to replace the cryogen, which was then replaced. Upon applying the pulse there was a spark and the treatment tip was damaged. The tip was inspected prior to use and no problems were noted. The highest energy level used was 4.5. There was no patient injury and the patient left satisfied with the service.